Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous implantable lead exhibited increased pacing impedance. Recent measurements were greater than 3,000 ohms. Decreased r-waves were also observed.